Event description:
It was reported that the stopcock was cracking and leaking during use. The fault occurred every time the device was used with a patient, and it resulted in harm, specifically clabsi (central line-associated bloodstream infection). A replacement stopcock had to be used each time. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 - date of event- unknown; no information has been provided to date.